Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the distal tip of the monopolar curved scissors tube adapter was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer identified the issue prior to using the instrument on the patient. There was no report of a fragment falling in the previous case that the instrument was used in, nor were any fragments missing from the tip of the instrument. The case was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 4.06mm x 1.66mm in size. Additional observations related to the customer reported complaint: due to the broken adapter, a detached fragment was observed, which was not returned with the instrument. The instrument was found to have scratch marks/abrasions on the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.